Event description:
During pvp procedure, laser fiber mode "pop" sound and had irregular appearance. Upon closer inspection, tip had shattered with pieces missing. Cysto visualization used to remove guide wire and flush pieces out of pt bladder/urethras. New fiber opened, procedure completed. (B)(6) tech states visualization of fiber touching the guide wire during use.